Event description:
Boston scientific crm received information that the patient with this right atrial lead developed diaphragmatic stimulation. The lead displayed loss of capture and the amplitude measurement could not be obtained. The device rate was increased in aai mode and the rate did not increase. It was reported that the patient had fallen one week post implant. Our company received additional information that at a follow-up, this lead displayed loss of capture, low p wave and impedance measurements. An x-ray confirmed that the lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.